Manufacturer narrative:
A review of the device alarm log history found no similar error codes present. Tested device by running a delivery accuracy test with a protocol of 200 ml over 10 vtbi on line a piggyback line b 200 ml over 10 vtbi. Device passed delivering 20.2 ml. Device post infusion rate reading on device was accurate to amount delivered in test. Tested device by running a protocol test of 2 ml/hr for 5 minutes online a, device delivered 2ml in 5 minutes- post infusion rate reading on device was accurate for protocol amounts. Performed delivery test of 2 ml/hr for 1 hour delivery results were passing with device and beaker reading 2.2 ml were delivered. Other tests performed were the 6 and 10 psi pressure test. Device passed both with 6 psi-5.4, 10 psi-9.7. Device passed self-test with no error alarms. The customer's complaint of inaccurate over delivery was not confirmed. Corrected information can be found in d10 concomitant products, e3 - initial reporter occupation, g2 - report source.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. Additional contact information (B)(6).

Event description:
An event involving a plum 360 infuser was reported after the pump alarmed for air in the umbilical venous catheter (uvc) tubing. Upon inspection, the carrier fluid bag was found empty, despite being hung around midnight and set to infuse at 2 ml/hr, which should not have depleted the bag. Fluids were correctly cosigned at 2 ml/hr, pump totals had been cleared with the new bag, and the total volume infused displayed was 3.1 ml. The bag showed no damage, and no fluid was found on the floor or bedding. At 01:45, pharmacy was notified and a stat replacement was requested. Multiple registered nurse's (rn) assessed the pump and tubing, and a malfunction of the pump or tubing cassette was suspected.